Manufacturer narrative:
(B)(4); boston scientific received information in late-(B)(6) 2017 that this patient received multiple inappropriate shocks while driving. Electrogram noise was identified in all 3-sense vectors with arm movement and some electrogram noise with pocket manipulation. The sense vector had been programmed in secondary 2x gain at the time of the event. An x-ray was obtained and looked unchanged. The physician planned to program tachycardia therapy off. Significant baseline shifting was noted on both the alternate and secondary sense vectors. The physician pushed along the electrode from the pocket and was able to inconsistently get similar electrogram noise. The patient was presented back to the electrophysiology laboratory on (B)(6) 2017. The device and electrode were explanted and replaced without incident. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was being seen for evaluation after receiving a shock. Upon review of data, it appeared that patient was shocked due to t-wave oversensing. The patient was at work and active when the shock occurred and it appears that morphology was significantly different than that at rest. There was also an untreated episode noted. Boston scientific technical services (ts) discussed evaluation considerations. The information was going to be discussed with the physician. No adverse patient effects were reported. Device remains in-service. Additional information was received that the oversensing was unable to be reproduced during evaluation. The sensing vector was reprogrammed and the patient was scheduled for follow-up in the fall. No adverse patient effects were reported. The system remains in service. Additional follow-up was done in the fall and four untreated episodes were noted which appear to be p-wave or t-wave oversensing and change in signal amplitude. Ts discussed additional evaluation options including x-ray evaluation and pressing on sensing electrodes and can to evaluate for change in signal amplitude. Additional information was received that no x-ray was performed. From times of events, it was determined that patient was likely sleeping. Able to reproduce with lying on left side and extending left arm. The patient was instructed to try to avoid that position. No programming changes were made. No adverse patient effects were reported.